Event description:
Caller reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. Although the caller tried different adapters and cables, the pump still did not charge. Reportedly, the customer reverted to alternate method of insulin therapy.